Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver is randomly turning off on its own on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).